Manufacturer narrative:
Concomitant products: 5568-53 lead, implanted: (B)(6) 2008; 5071-53 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient received inappropriate therapy by the right ventricular (rv) lead due to t-wave oversensing (twos) while sweeping a pool. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.